Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. D4: expiration date and unique identifier (UDI) number were added. G4: date received by manufacturer was updated. G7: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H4: device manufacturer date was added. H6: method code was added: 4109. H6: results code was added: 213. H6: conclusions code was added: 4310. H10: narrative/data was updated. The reported device was not received for evaluation. The reported condition of a loosened screw was not confirmed. Visual inspection and functional testing to recreate the reported event could not be performed as the device was not returned. The DHR was not available electronically for the subject lot number thus could not be further reviewed at the time of the investigation. A notification to manufacturing has been sent and requested to pull the DHR for review. The pce will be reopened and updated if there is any indication of non-conformance, or any possible manufacturing issue related to the reported event. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : DHR not available electronically.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient age is not provided / unknown. Patient weight is not provided / unknown. Date of event is not provided / unknown. Initial reporter¿s title and last name are not provided / unknown.

Event description:
Doctor reports that the iunihg loosened. Tooth location # 30.